Manufacturer narrative:
Correction b5: one of the ports leaked on a clearlink system continu-flo solution set (clarification added to the quantity of leaking ports, omitted on initial). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure tests were performed and the results were satisfactory. Priming of the device was performed with a bag of sterile water and the results were according to specification. A static bubble was observed in the gland of the second and third y-site, however, a static bubble is not considered to be a leak according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from of the ports. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.